Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for peritonitis. The cause of the event, action taken with dianeal therapy, and the patient's recovery status were unknown. Treatment details were unknown. Approximately three weeks after admission, the patient was discharged home from the hospital. No additional information is available.